Manufacturer narrative:
On (B)(6)2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) correction -- on (B)(6)-2021, it was noticed that the following information was available at the time the 3500a initial medwatch was submitted to FDA but it was inadvertently omitted from the 3500a initial medwatch: it was reported the patient was a male, born (B)(6)-1950, weighing 245lbs. The adverse event was discovered after use of bwi products. The physician¿s opinion on the cause of this adverse event is that it was procedure related by the transseptal wire. The adverse event occurred during transeptal phase. Pericardiocentesis was required. The patient outcome was reported as fully recovered. The patient required extended hospitalization as the drain was left in overnight and stayed an extra day. Transseptal puncture was performed with a baylis versa cross. Prior to noting CT ablation was performed. There was no evidence of steam pop. Irrigated catheter was used in the event and the flow setting at 8/15 ml/min. No error messages were observed on biosense webster equipment during the procedure. Force visualization features: dashboard, vector, and visitag. The visitag module parameters for stability were range of 2mm, time 3sec, force over time (fot) 3grams at 30%, 2mm tag size with no additional filter used with the visitag.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring pericardiocentesis. The medical intervention provided was a pericardiocentesis and 400cc of fluid was removed. The patient was reported to be in stable condition. The physician thought the pericardial effusion may have occurred during the 2nd transseptal, when the wire went to a ¿funny place¿. They were using a bayliss wire during the 2nd transseptal when this occurred. The physician did not believe the ablation catheter caused the pericardial effusion. Device evaluation details: the product was returned to biosense webster for evaluation and the evaluation has been completed. Bwi conducted visual inspection and an evaluation of all features of the device. Visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch sf. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring pericardiocentesis. After the procedure, a pericardial effusion was discovered during the standard post case check. There were no visible signs on the patient during the procedure and confirmed the patient had been stable the entire time. The pericardial effusion was confirmed by intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis and 400cc of fluid was removed. The patient was reported to be in stable condition. There is no information about the hospitalization. The physician thought the pericardial effusion may have occurred during the 2nd transseptal, when the wire went to a ¿funny place¿. They were using a bayliss wire during the 2nd transseptal when this occurred. The physician did not believe the ablation catheter caused the pericardial effusion. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.